Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Patient was revised due to loosening of cup and liner at the bone to implant interface. According to the competitive rep the patient stated that the original surgery was done around 2004. It was determine that a triloc/duraloc construct was used. We supplied 28mm heads in the event and the stem was still well fixed. The lot and serial number were illegible and that the old implant was discarded and that no other information regarding the patient or the case was available. Doi: unk. Dor: (B)(6) 2021. Affected side is unk.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.